Event description:
Follow-up revealed troubleshooting via assistance from a company representative was attempted but was unsuccessful. Surgical intervention remains pending.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg can no longer successfully communicate with their charging system and programmer. In turn, the patient has lost stimulation and their ipg is believed to be inoperable. As a result, the patient plans to undergo surgical intervention.